Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report# 3005099803-2020-03574 for the first wallflex biliary stent and 3005099803-2020-03575 for the second wallflex biliary stent. It was reported to boston scientific corporation on august 07, 2020 that a wallflex biliary rx fully covered rmv stent was to be implanted to treat a malignant biliary stricture in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the delivery system was slightly difficult to cross the lesion; however, the wallflex biliary rx fully covered rmv stent (the subject of this report) was successfully deployed. During removal of the delivery system, the stent was pulled out from the cbd. The stent was removed from the patient using retrieval forceps. A second walflex biliary rx fully covered rmv stent ( the subject of MFR. Report# 3005099803-2020-03575) was also slightly difficult to cross the lesion; however, the stent was successfully deployed. A similar issue was encountered during removal of the delivery system and the stent was moved into an incorrect position. The stent was removed from the patient using retrieval forceps and the procedure was completed with a plastic stent. There were no patient complications reported as a result of this event.